Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and associated right atrial (ra) lead exhibited high, out-of-range pacing impedance measurements of greater than 3000 ohms. A lead fracture was suspected. It was noted the patient was in atrial fibrillation (af) since april; no changes were made to the system and the patient was to be seen again in three months. No adverse patient effects were reported.